Event description:
It was reported that, during maintenance, the colonovideoscope did not pass the biological testing. The device was for a diagnostic colonoscopy. The procedure was completed using a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.